Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, and a cracked case near the display window corners.

Event description:
Customer reported via phone, the insulin pump wasn't working properly and it alarmed button error. Customer attempted to reset the device and it alarmed battery out limit. Customer's blood glucose was 211 mg/dl. She had the insulin pump in her bra and it was extremely warm today. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.